Event description:
The customer stated that she was hospitalized for low blood glucose levels. No blood glucose reading was reported for the event. The customer changed the infusion set three days prior to being hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that she went to the restroom during the night, prior to the event and she accidentally programmed a 9.7 unit prime, resulting in low blood glucose levels. The insulin pump passed the displacement and self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.